Event description:
It was reported by the affiliate that when the reload cartridge was used during an unknown procedure, it was locked out. Opened another reload to complete the case. There was no consequence to pt.